Event description:
It was reported that prior to use, the 6935 leads appeared to have air bubbles in the outer layer of insulation. The insulation defect was located on the distal portion of the lead and proximal to the high voltage coil electrode. The leads were never implanted and returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).